Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 13 march 2020: lot 163265: (B)(4) items manufactured and released on 02-sep-2016. Expiration date: 2021-08-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported. Clinical evaluation performed by medical affairs manager: partial hip revision surgery (stem and head) performed 3 years after cementless total hip arthroplasty in a (B)(6) year old farmer. Radiological images provided show the presence of radiolucent lines in gruen zones 1, 2, 6 and 7 and signs of stress shielding suggesting stem mobilization. Aseptic loosening is a possible literature described adverse event after cementless total hip arthroplasty and causes are often unknown. Early return to high level of activities may reduce primary stability of the stem and hinder implant fixation. No conclusion can be drawn on the basis of available information.

Event description:
Revision surgery performed 3 years and 1 month after the primary surgery due to the proximal loosening of a quadra h stem. The surgeon revised the stem and ball head. The patient was a heavy working farmer.